Event description:
It was reported that the patient had a seizure. A confirmed motor stall and motor stall recovery was recorded in the event logs. Motor stall was noted (B)(6) 2012 at 14:17 and recovery at 15:17. The health care provider (hcp) suspected the patient had an MRI but was not sure and planned to contact the follow up hcp. The pump delivered baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc serial # (B)(4), implanted on: (B)(6) 2007 explanted on: unknown. (B)(4).